Event description:
It was reported that an ilet user¿s spouse contacted support regarding a blood glucose of 278 mg/dl on the ilet/dexcom app following breakfast, and the user does not announce meals; the agent advised allowing the ilet to correct. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was characterized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.